Event description:
During patient treatment with the 3100a, operators reported that it started making a loud noise and the delta-p (oscillatory amplitude) was drifting. The patient was placed on another 3100a without problems.